Event description:
A malfunction alarm was reported with the pump, displaying malfunction code 24, and was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.